Event description:
It was reported that intermittently the 6800 system would not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A single board computer was installed along with a new hard drive. The system was tested and found to be working as intended and placed back into service.